Event description:
Boston scientific received information that during routine patient follow-up, this pacemaker and right atrial (ra) lead exhibited high pacing lead impedance (pli) measurement greater than 2,000 ohms along with high pacing thresholds. Additional information indicated that the cause of high pli was not conclusively determined and both pacing impedance and threshold measurements returned to normal levels when setting was changed from bipolar to unipolar configuration. This time, there is no increase in follow-up needed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.